Event description:
It was reported that the intra-aortic balloon (iab) was placed in the cath lab due to chest pain & pt was waiting for surgery. Pt was still in a sinus rhythm. The pump was in 1:1 assist. When the clinical support specialist (css) spoke to the rn, she stated that the ap waveform was now gone from the intra-aortic balloon pump. The rn stated that they tried to aspirate the central lumen, but they were unable to get any blood back. They tried to reposition pt, re-zero & change out the transducer tubing. The css explained that they most likely had a clotted central lumen & they would need to have the cardiologist insert another iab or insert another arterial line to use for timing. The side-port arterial line is very dampened also. The css asked if they could give her the serial number from the iab, but they were too busy. The css asked if the balloon pressure waveform (bpw) was better than earlier. She stated that they had tried repositioning the pt & then decreasing the volume in the balloon a little & the bpw looks better now. They were going to contact the cardiologist.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.